Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 162, 127, 327 and 264 mg/dl. Tests were done within 10 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.